Event description:
Pt underwent uneventful lasik ou (B)(6) 2017. Sm amt blood under flap od observed pod #1 - not present at time of surgery. Flap lifted and saline solution used to rinse. Vasc 20/25 ob, 20/20 os. Ref MFR # 3003288808-2017-00721.